Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The customer managed the high blood glucose by administering a correction bolus through the pump and resumed using insulin without changing the equipment. No additional assistance was required, and the case was closed by technical support.